Manufacturer narrative:
H4: the lot was manufactured between november 9, 2023 ¿ november 13, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drug precipitate was found during use of a small volume folfusor; no leaks were noted from the device. This was observed during patient infusion. The device contained fluorouracil 3816 mg and sodium chloride 0.9%. The nurse cleaned the precipitate as the patient was confident the dose was being administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.